Manufacturer narrative:
The initial reporter was getinge technician. Getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the designated complaint unit employee found that headlight top cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of l50 - s/a upper cover with fork v3 (ard368609996) and set transparent plastic cover - l50 (ard368611998) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. The analysis related to the issue of the cracked cover has been performed by the subject matter expert at the manufacturing site. As it stated, according to the pictures provided it could be observed that the upper cover is completely detached from the frame light. Furthermore, a hook is broken and the plastic top cover is deteriorated in the corner and the broken part is missing. It seems that someone tried to disassemble this cover and forced with a tool (screwdriver) without prior removing the screws holding the cover to the frame. It is not a shock but a wrong disassembling leading to a breakage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1b event site name: (B)(6); the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th september, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the designated complaint unit employee found that headlight top cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.